Event description:
Country of complaint:(B)(6). The support that contains the clips broke and fell into the patient body. X-ray was necessary to locate the instrument. Surgical delay greater than 15 minutes.

Manufacturer narrative:
Manufacturing site evaluation: the clip magazine was not returned. The applicator was also not returned. Review of stock indicated there are no magazines of the same batch available for analysis. Without product return, a complete investigation is not possible. No further action is required at this time, if product becomes available, analysis will be performed and appropriate update will be sent.